Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the provider attached the glass lor luer slip syringe, the syringe broke and came apart.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe and epidural kit with no relevant findings. The packaging configuration for the kit was reviewed and the lor syringe is located in a tray cavity that is separated from other components. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of the lor syringe came apart was confirmed based on a photo provided from the customer. Visual examination of the customer provided photos clearly reveal a broken and damaged lor syringe. A device history record review was performed on the lor syringe and the epidural kit with no relevant findings. It is unknown how the lor syringe was handled prior to use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the lor syringe coming apart could not be determined.

Event description:
It was reported that when the provider attached the glass lor luer slip syringe, the syringe broke and came apart.